Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when attempting to update the stylus calibration, the programmer displayed an error: "cannot read from external media". Further follow-up investigation revealed that the stylus had been broken when a user attempted to remove it, and clearing the memory disk space did not work. A new stylus was ordered, and the programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the programmer stylus would not calibrate. It was noted that the stylus connector was loose on the printed circuit board (pcb). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Product ID: 2067l, serial# (B)(4), product ID: 229047, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer stylus stopped working; attempted to install a new stylus and it would not calibrate. The programmer was returned for repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.